Event description:
The customer reported that the insulin pump did not alarm, beep, or vibrate when there is no insulin in the reservoir. Advised the customer to revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.